Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. The patient reported that she had turned her stimulation off in (B)(6) 2016 due to repeated urinary tract infections (uti) because her doctor advised her to do so. The infections were confirmed. She planned on turning stimulation back on again on (B)(6) 2016. The patient noted she was on "hipprex" which is intended for uti or to ward off uti and was on it for almost 2 months. Additional information was received from a patient. It was reported the patient had several urinary tract infections (uti) in the past and the reason for implant was their inability to empty their bladder, however, they continued with uti's. The patient's healthcare provider (hcp) ordered two months of "hepref," then at the end of the second month they were scheduled for hip surgery, unrelated to the device or therapy. The cause of the uti's was the patient thought they had incorrectly wiped the area upon letting their water out. The actions taken for the uti was the medication mentioned and they still had nighttime need to void, sometimes 3-6 times a night. The patient was to follow up with their hcp and reported no uti's were currently present.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. The pa tient reported that she had turned her stimulation off in (B)(6) 2016 due to repeated urinary tract infections (uti) because her doctor advised her to do so. The infections were confirmed. She planned on turning stimulation back on again on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.